Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a gradual rise in shock impedance measurements which were currently out of range at 175 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further testing. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited a gradual rise in shock impedance measurements which were currently out of range at 175 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further testing. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.